Event description:
It was reported that sparking occurred from frayed wires on the power supply cable. The patient electronics device was replaced and there were no adverse consequences reported.

Manufacturer narrative:
One cardiomems patient electronics system was received for investigation. Visual inspection of returned material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage were identified. The reported event of sparking was not replicated however the root cause of sparks being produced when the unit was powered on concluded to be the physical state of the power supply being frayed when it was returned. The field reported event of exposed wires on the power supply cable was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.